Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been told that a ceramic head has been broken in a hospital in (B)(6). The distributor will be providing further details. Until I get them, I open the device report with the only information I have until now. Sales rep added wrong "opco" so we had to void and create a new complaint. Original/voided complaint has ID: (B)(4). Sales rep. Has sent me more information: on the date 9/11/2016 a patient was operated with a ceramic on ceramic bearing. The ceramic insert was the reference 1218-81-752 with the lot 8355176. The head was 1365-36-310 with the lot 8368672. On the (B)(6) 2016, the patient went to the doctor referring pain and squeaking in the operated hip. On the (B)(6) 2016, the patient underwent surgery. They found out that the ceramic liner was broken and needed to be replaced. All the references and lots have been reported. The hospital would like to know if there is a problem on the material or has it been a mal alignment of these parts in the first surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc(B)(4).the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 8355176 if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.